Event description:
Related manufacturer reference number:2017865-2023-20140. It was reported that the right ventricular lead and the left ventricular lead exhibited loss of capture. No intervention was performed. The patient will continue to be followed normally.